Event description:
A customer reported blood glucose results of 180 with a lifescan meter and 110 on a laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl- or in the case of intervening treatment, the expected value of <3mg/dl- thereby indicating a potential malfunction of the meter in terms of accuracy.